Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Medical record review: vena cava filter deployed infrarenal via the right common femoral vein for extensive leg deep vein thrombosis and bilateral pulmonary embolus. Inferior vena cava measured 22 millimeters in diameter. Approximately two months three weeks post filter deployment, filter retrieval was successfully performed. Inferior venacavogram during filter retrieval revealed no clot in the filter and it was noted that the filter was somewhat obliquely oriented. Inferior venacavogram post filter retrieval revealed a residual metallic fragment left behind in the left lower lobe pulmonary artery. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the provided medical records the investigation can be confirmed for filter limb detachment and tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and detached limb(s) migrated to the lung. The device has been removed via a percutaneous removal procedure. The status of the patient is unknown.